Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/31/2017 with the following findings:. Issue was confirmed in history but not reproduced in testing. Reboots are observed in the black box. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump exercised for 24 hrs with no power issues occurring..3) battery cap contact height and width found within specification. . Pump opened and no damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the distributor contacted animas, alleging an intermittent power issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue could result in cessation ofr insulin delivery.